Manufacturer narrative:
Customer reported event under medwatch form mw5108033. Device not accessible for testing.

Event description:
The user facility reported that the device was missing components during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.